Event description:
It was reported by the patient that all of the indicator lights on the remote monitor were blinking at once, which is an indication that it was not able to power up correctly. At the time of the call, the patient was not planning on returning the monitor. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that all of the indicator lights on the remote monitor were blinking at once, which is an indication that it was not able to power up correctly. At the time of the call the patient was not planning on returning the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found that the power supply was out of specification. The monitor was able to power up with this power supply but the high voltage might damage a component. Visual inspection found that the lights were not blinking when powering up.